Event description:
It was reported that the physician found a leak in the delta chamber during preimplantation testing.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and preimplantation testing. The valve did not pass leakage testing. The valve met specifications for all pressure/flow testing except at 46.8 ml/hr. The valve had a small tear in the delta chamber. This damage is similar to damage that may be caused by contact with a sharp object. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.